Event description:
It was reported that during device implant and after defibrillation threshold testing, that the patient became progressively and persistently hypoxemic and had a brief pulseless electrical activity arrest which required about two minutes of cardiopulmonary resuscitation. The hypoxemia resolved with intubation and mechanical ventilation. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.